Event description:
Reporter alleged obtaining the results of 6.6 mmol/l and 6.2 mmol/l on performa nano system 1 compared back to back with a result of 2.5 mmol/l on performa nano system 2 when testing was performed within 10 minutes. Reporter stated that she had symptoms of hypoglycemia shock, such as sweating and confusion. No actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(4) for the suspect device used in system 2.